Manufacturer narrative:
This report will be updated when investigation is complete. Trends will be evaluated. This is the same event as 3010536692-2015-01857, -01858.

Event description:
Allegedly, patient suffering from complications of prosthetic hip device. Additional information received 09/25/2015. Patient revised (B)(6) 2011 due to mom complications.